Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at display window corner, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reports to have experienced keypad anomaly. Customer states that different blood glucose number are blinking and scrolling on display screen. Customer's blood glucose was 282 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.